Manufacturer narrative:
Additional information d3 d4 catalog number d5 d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damaged enclosure, plate clip, and line cord. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions were taken., corrected data: corrected d1 d2 d10 h3 h6.

Event description:
It was reported that the cartridge was not in place.